Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that device will not read waveform from simulator when connected to ac power. Customer confirmed the device works as expected when connected to the battery. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
The customer contacted the philips response center. The response center informed the customer that there is a global ship hold. The customer indicated that the device would be sent to the philips repair bench for evaluation. It was later confirmed with the customer via email that the device had not been sent due to the ship hold.